Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, other: rhv. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, concentric, 90% stenosed, de novo proximal left anterior descending (lad) artery, a non-abbott guide wire and non-abbott balloon dilatation catheter (bdc) successfully crossed the lesion and predilatation was completed. A 3.0 x 18 mm xience prime stent delivery system (sds) was advanced over the guide wire but met resistance advancing in the rotating hemostasis valve (rhv). The sds was removed with slight resistance but without reported issue; outside the anatomy the stent implant strut was noted to be flared. A different xience prime sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.